Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer replaced diluent lot number 3510370 with diluent lot number 3510690 and the issue was resolved. (B)(4). This MDR is related to two other mdrs: 1061932-2014-02095 and 1061932-2014-02137 for two additional lot numbers of coulter dxh diluent with the same issue reported from the same customer facility.